Event description:
It was reported that a caregiver observed recurrent low continuous glucose monitor readings in the high 60s followed by elevated readings above 180 after corrective carbohydrate intake, beginning after a sensor replacement, and that the patient was likely overtreating suspected hypoglycemia; remote review showed rapid glucose fluctuations without device alerts or infusion set alarms. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included the need for education on confirmation of lows and treatment to avoid overcorrection, with no injury or hospitalization. Investigation included remote review of cgm data trends and user-level troubleshooting and education regarding confirmatory capillary testing and appropriate oral glucose use. Investigation of this case revealed no malfunction of the ilet system or components and suggested user management factors, including lack of meter confirmation and potential variability in food, activity, stress, or illness, as contributors. It was concluded, based on established findings for similar reports, that user management and overtreatment of suspected hypoglycemia were the likely causes.